Event description:
Information was received from a manufacturer representative regarding trial patients. The manufacturer representative reported that they had run across several patients who were in the trial that had urinary tract infections and had experienced frequency. The identity of the patients and the information about the devices was not provided.